Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 (air in line) alarm. This had occurred on the homechoice (hc) machine during dwell 4 of 4, while the patient was connected. There was no adverse event associated with this report.

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a follow up medwatch will be submitted.